Event description:
(B)(4). Long menstrual cycles back in (B)(6) of this year lasting 18 days then stopping and started back up at the end of (B)(6) of this year. My doctor's dad placed the devices and my insurance covered it.